Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 1.1.6. Smartphone operating system: 18.5. Smartphone hardware: iphone16.2. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited the emergency room (ER) on (B)(6) 2025 due to hyperglycemia, with a peak glucose level of 402 mg/dl and a slight trace of ketones. Despite self-administering a correction bolus, her blood glucose levels decreased to 282 mg/dl. A pod alarm occurred at 8:30 am while the pod had been worn on her leg for between 24 and 36 hours. She replaced the pod following the alarm. Additionally, the patient experienced bleeding at the infusion site. At the emergency room, the patient was treated with IV fluids (normal saline). She was in the process of administering another correction bolus at the ER and was discharged after approximately 3-4 hours.